Manufacturer narrative:
As reported, the y-knot flex inserter is not expected for evaluation, as it was discarded at the user facility due to contamination. Without the actual device, an evaluation could not be performed and the root cause of the reported tine breakage could not be determined and the alleged incident therefore could not be verified. Based on available information, it is believed that the most likely cause of the driver breakage in this instance is use related, and a probable result of misuse. In addition, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. This device with unique identifier (UDI) # (B)(4) was manufactured on 06-jul-2016 in a lot of (B)(4) units. There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported problem. There was no other complaint received for this item and lot number combination. In addition, a 2-year review of the complaint history for this device family shows there have been only three (3) complaints received including this one with a quantity of five (5). During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of driver tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers.

Event description:
The user facility reported that the y-knot flex 1.8mm all suture anchor was used in an achilles tendon repair procedure on (B)(6) 2016 and one of the tines on the driver/inserter broke off. X-ray was performed and showed a tiny broken metal prong in the drilled hole with the implanted anchor. The procedure was otherwise completed with no patient injury or surgical delay. Additional information received from the involved surgeon indicated that he might have moved the anchor on the driver and this could have contributed to the reported breakage. The report also stated that another anchor from the same lot was also used in the same procedure and it worked perfectly fine.